Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted at this time. Results: currently, the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device return anticipated

Event description:
Fill volume: asku; flow rate: 2ml/hr; procedure: tmj procedure; cathplace: right side of neck, below ear; infusion started: (B)(6) 2015; infusion ended: (B)(6) 2015 at 4:00pm. It was reported that a patient experienced blurred vision, dizziness, ringing in the ears and metallic taste in the mouth during a pump's infusion. The symptoms occurred at the patient's home, one day after the infusion started. The patient clamped the tubing to stop the infusion. The metallic taste in the mouth symptom then resolved; however, the other symptoms did not change after one hour of clamping the tubing. There was no increase in symptoms. The pump was reported as appearing full with a few wrinkles in the outer cover. The expected infusion period was 5 days. Additional information was received on 10/23/2015. The patient reported that after clamping the tubing for a couple of hours, the symptoms dissipated. The patient then continued the infusion, as the patient was directed by a nurse. The infusion ended when the pump came out on (B)(6) 2015 at approximately 4:00am. The patient reported as doing well. The device is available for return.

Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. In addition the lot number was unavailable therefore a review of the DHR could not be performed. Should additional information pertinent to this event become available, halyard will submit a follow-up report. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.